Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve procedure, the device¿s seal was damaged. The instrument got stuck in the port. They used trocar to resolve the issue to complete the case. There was no injury caused to the patient and no medical intervention was required.